Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 1 of 2 for the cryosolutions set with 1 cartridge (33510) reportedly used during this event and is related to manufacturer number: 3014334038-2025-00002. A facility reported that the device was leaking. The user reportedly changed to a new cartridge and as it was being screwed in to the cryosolutions pen from the cryosolutions set with 1 cartridge (33510), "it released all the nitro in a single burst freezing the device and the gloves." There was no patient involvement nor injury to the user.

Event description:
N/a.

Manufacturer narrative:
The cryosolutions set with 1 cartridge (33510) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; device history records (DHR) were reviewed, and no abnormalities related to the reported issue were identified. Therefore, a definitive root cause of the reported issue could not be determined. The product serial number indicates a manufacture date of 2015. The issue of leaking may be the result of a damaged/worn o-ring or issues with the cartridges. Certain lots of cryosolutions cartridges were identified to have valve issues by the product's legal manufacturer. A safety advisory and voluntary correction were initiated by integra and the legal manufacturer. Affected customers have received a letter providing guidance and an updated instructions for use (IFU). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present we consider this complaint to be closed.